Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component; unknown knee femur component; attune ps rp insert sz 7 8mm; unknown knee patella component; unknown bone cement.

Event description:
It was reported that pre-op diagnosis - loose body located in intercondylar notch - confirmed - loose piece of cement. Additional information indicated revision for pain as well. Cement manufacturer is unknown. Doi: (B)(6) 2018; dor: (B)(6) 2018; left knee.